Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely depressed cyclosporine a (csa) results were obtained on 3 patient samples on a dimension rxl with hm instrument. Quality controls (qcs) and calibration were acceptable on the day of the event. It was determined that the reagent probe 2 (r2) was cycling for a longer duration than intended and the instrument presented an error when preparing the reagent. The r2 probe was replaced. The dimension rxl with hm instrument¿s cyclical maintenance must be checked daily, and the necessary changes need to be performed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged falsely depressed cyclosporine a (csa) results were obtained on 3 patient samples on a dimension rxl with hm instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed csa results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00243 on 16-nov-2023. Additional information (26-jun-2024): siemens further evaluated the event and concluded that the customer did not follow instructions during the analytical phase. Specifically, the customer ran samples with a reagent 2 (r2) probe that exceeded the allowed cycling limit, which lead to improper reagent mixing in the cuvettes and potentially contributed to the erroneous patient results. After 36,000 cycles, replacement of the r2 probe is recommended. If the r2 probe exceeds the allowable cycling limit, an error occurs during the reagent preparation. The r2 arm is exclusively used for the cyclosporine (csa) assay. It delivers and mixes the csa reagent in the heterogenous module (hm) vessel. The issue was resolved by changing the r2 probe. The instrument is performing according to specifications. No further evaluation of this device is required.